Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, visual and functional inspections could not be performed. Screenshots of the case were provided and confirmed the warning messages upon entering the tibia bone removal stage: ¿bone model generation error¿. This is a known software issue (bug 1831) that has been corrected and released in cori-v1.4.3 software. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. H6 (health effect - impact code).

Event description:
It was reported that, during a cori tka procedure, when surgeon finished milling his femur and proceeded to the tibia, he received the bone model generation error. So, they cleared a few points 3/4 times and they were able to proceed. The procedure was completed with a minimal delay (fewer than 30 minutes). No injury to patient or other complications were reported.